Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Correction: the correct expiration date is 16 oct 2015; not 31 may 2018 as previously reported. Correction: the correct UDI is (B)(4); not (B)(4) as previously reported. Per the clinic, the device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.